Event description:
Customer reported frequent issues with air bubbles in the device. There was no adverse impact to the customer¿s blood glucose level. Customer opted out of direct technical support, and no further actions were taken regarding the outcome of the event.